Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 356 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated by admitting in hospital. The customer stated that pump is working fine. The customer was in hospital and had put sets on and customer keeps sweating them off because of steroids. Customer stated that pump is working fine. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 356 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professionals was asthma. Customer wearing the pump at time of hospitalization. Customer declined to troubleshoot for tape and high blood glucose. The product was not returned for analysis.